Manufacturer narrative:
The customer reported that the displayed rhythms on the central nurse's station (cns) spontaneously go blank for a few seconds, before returning and functioning again. The customer wants to send in the unit for evaluation/repair. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical products: the following device was used in conjunction with the model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the displayed rhythms on the central nurse's station (cns) spontaneously go blank for a few seconds, before returning and functioning again. There was no patient injury reported.